Event description:
Paramedics responded to an elderly female who had collapsed. The pt's ECG rhythm was diagnosed as either fine ventricular fibrillation or asystole. A countershock was administered to the pt using the disposable defibrillation electrodes. There was allegedly less than the expected muscular reaction to the shock. A total of 4 or 5 countershocks were administered using both disposable defibrillation electrodes and standard external paddles, each time the pt allegely displayed less than the expected muscular reaction. The operator was concerned that all of the defibrillator energy was not being administered to the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.